Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection of the posterior fossa, there was an inaccuracy reported. The site had registered and had been accurate on known landmarks. However, after about 45 minutes, the site reported feeling inaccurate by 1cm. It was possible to take that into account and proceed with the case. The representative did not see anyone bump the frame on the navigation system and confirmed that the tracer had good coverage on the back of the head. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.